Manufacturer narrative:
Continuation of d10: product ID: 37761, serial#(B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The caller had a broken desktop charger connector pin. An email was sent to repair to replace the desktop charger. Caller mentioned they just gotten home from the hospital on saturday for a bowel blockage which required an emergency surgical procedure and they had not been able to use their implant (ins) while in the hospital. No allegations this was device/therapy related. Caller also mentioned they had spoken to their medtronic rep regarding when they were due for battery replacement.